Event description:
The customer stated that the screen went white while on pt, but couldn't shut down. The battery felt hot. Later on the same morning, unit would not power up, even with different battery. Customer stated no pt harm has been reported to him as of the time of his call to welch allyn.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. Investigation confirmed the reported problem. Trouble-shooting isolated the cause of the malfunction to fractured solder joints on one specific component on a printed circuit card assembly. The printed circuit card assembly was replaced to restore device operation. The repaired device was returned to the customer after passing acceptance testing.